Event description:
This is on the deluxe titan draw cart #ml20594 from market lab. I was told by another employee that this happens with the other cart that is identical all of the time. I looked at the locking device and it is a blunt end bolt that just tightens onto the metal bar without any holes to lock into for safety. We have newer versions of this cart that are spring loaded with the same type of locking feature. Because they are spring loaded they do not drop this way. I feel that this is a poor design and major safety issue.